Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
While deploying the filter, the filter got deployed upside down. As per dr, the filter was packed upside down in the cartridge. Another device was used to complete the procedure. Additional information received indicating the placement attempted was jugular and a pusher wire was used to push the filter during a standard percutaneous procedure. The sample is available.